Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leakage occurred from the bd ultra-fine¿ insulin syringe tip. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that insulin leakage occurred from the bd ultra-fine¿ insulin syringe tip. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: customer returned (10) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 7142871. Customer states that when trying to apply the insulin, there is leakage in the tip of the syringe. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200706680, 200707042] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 7142871. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7142871 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200706680, 200707042] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7142871. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that insulin leakage occurred from the bd ultra-fine¿ insulin syringe tip. There was no report of exposure, injury, or medical intervention.